Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary batch record review: lot 1c04535 was manufactured on 07 april 2021, in convex 2 pc line, with a total of (B)(4) market units (mkus). Compliance engineer performed a batch record review on 05 october 2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material ID 1161271 and manufacturing order (B)(4). Therefore, no discrepancy related to this issue were found within the documentation. Photograph, video and/or physical sample evaluation: there are no photographs associated with this case. No unused return sample was expected. Conclusion summary of the related event: during the event summary and impact evaluation of this nonconformance report (ncr), with the support of the triage team expertise, the most probable causes of the problem identified: machine/equipment: machine and process current design. Lifecycle of k-tool mechanical components has not been standardized as part of the machine preventive maintenance (pm). Method: there is not a visual aid or job aid on how to use the qc tooling. There is not a detailed visual aid or job aid on how to perform the mass station set up. There is not a standardized visual aid for the flange loading stations and certification process for the station. The appropriate actions will be taken through the corrective action / preventive actions (capas). The investigation associated with related event record has been approved and was complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The end user reported that one wafer in the box had starter hole off centered. The product was not used. No photo is available at this time.